Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, the piston went over the lens and damaged it. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. Plunger override may occur: due to rapid advancement faster than the dfu recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device with the lens was returned loose in the opened carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to the far end of the loading area. The plunger has under-rode the lens. This was most likely interpreted as part of the complaint. The lens was slightly rotated and located in the loading area. The trailing optic edge was misfolded under and broken. The trailing haptic was misfolded under the optic. The lead haptic was extended. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. Root cause: the root cause cannot be determined for the reported complaint of ¿piston went over the lens and damaged it¿. The lens was still in the loading area. A plunger underride was observed which has misfolded and damaged the haptic and the optic. The plunger underride was most likely interpreted as part of the complaint. Plunger underride may occur: due to rapid advancement faster than the IFU recommended rate. If the operating room temperature is too high (less than 23c / 73 f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).